Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that sensing anomaly was observed on the right atrial lead. It was noted that x-ray imaging revealed that the lead the lead was pulled back tight. The lead was explanted and replaced. No further information was reported.